Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the physician noticed under fluoroscopy that the coil of the right ventricular (rv) lead was "translucent." It was removed and further inspected on the table, and a gap/bend was observed mid-coil. A fracture was suspected. An alternate lead was implanted without further incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.